Event description:
It was reported that following a device upgrade, the patient experienced the "chest moving with heart beats" and it felt like hiccups. It was later reported that the lead was dislodged and causing stimulation. The lead was reprogrammed. Then a sudden threshold rise on the left ventricular lead occurred and there was no capture, even at maximum output and when the lead was programmed to various pacing configurations. The lead was explanted and replaced. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6935-65 lead, implanted (B)(6) 2011. (B)(4).